Manufacturer narrative:
Reference record: (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube usage. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016 a patient from (B)(6) had a percutaneous endoscopic gastrostomy (peg) tube re-placement for an unknown indication. On an unknown date in (B)(6) 2017 the patient developed a buried bumper. The peg could not be mobilized and the puncture site became inflamed. The patient is currently receiving antibiotics (name is unknown) and she is hospitalized since (B)(6) 2017. The removal of the tube was not possible endoscopically and therefore the tube must be removed surgically. The j-peg will be replaced when the inflammation of the old puncture site is declining.